Event description:
Noise seen on recordings that caused an inappropriate shock. Home monitoring data shows noise began on (B)(6) 2021, when sensing also decreased. Capture threshold has increased, 2.6v in person today. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Lead was capped and replaced on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.